Event description:
It was reported that the user experienced elevated blood glucose last recorded at 400 mg/dl while using the ilet and confirmed a high reading via fingerstick; a guided infusion-site and supply change was performed without abnormal findings and troubleshooting and education were complete by customer care which included phone-based user guidance on site and supply change. Investigation of this case revealed no device malfunction or component anomaly was identified during remote assessment, and the cause of the hyperglycemia remained unclear. Symptoms included dizziness and lethargy associated with hyperglycemia. Outcomes included no injury and self-management with continued monitoring. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.